Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Customer did not provide serial number.

Event description:
It was reported to philips that the device not functioning. There was no reported patient involvement/adverse patient impact.